Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement and self-test. Successfully downloaded the trace and history files using thump. The power management graph confirmed abnormal unloaded voltage (ul vlith) and loaded voltage (loaded vlith). Pump trace download analysis confirmed the pump alarmed low battery alerts on (B)(6) 2024 09:54:00.000 and (B)(6) 2024 10:01:00.000, problem isolated to the pcb1 board and pcb2 board. No moisture damage noted to the electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay, the p-cap/reservoir does lock properly. The pump downloaded history confirmed the pump alarmed low battery alerts on (B)(6) 2024 09:54:00.000 and (B)(6) 2024 10:01:00.000, problem isolated to the pcb1 board and pcb2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short/low battery life of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue to use the device, mmt-1884 was requested and customer response was the device will be returned.